Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high na results generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were repeated by critical rerun and lower results were obtained. The erroneous results were not reported out of the laboratory. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sodium was calibrated and qc results were within the lab's established ranges pre and post the event. A bci field service engineer (fse) repaired several hardware and cleaned the chloride port. No additional calls were placed in regards to this event. A clear root cause can not be determined for this event.